Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint: this complaint was created to capture the second hip revision that was done in 1999. The patient was not satisfied with the second revision. After a few years patient had parts of the revision coming apart. Later developed a cyst of these particles forming a ball next to their hip. The patient's walking was abnormal. The patient developed an infection which the patient had for 3 years. That my doctor never told me . The physician did not follow-up with the patient until their hip collapsed. The patient alleges that the physician neglected to inform the patient that they had an infection. The patient was dissatisfied with the surgeon. Doi: 1990; dor: 1997; affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.